Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID rvdr01 implanted: 2013-(B)(6); product ID 5086mri52 implanted: 2013-(B)(6). (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.